Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib testing, and full ECG and pace functional testing using test ECG and multifunction cables without duplicating a malfunction to the device. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device log suggests poor patient coupling with ECG leads played a role in the report. We do know the device was capable of delivering therapy. The ECG cable or the multifunction cables were not returned as part of the investigation.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) male patient during cardiac arrest, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-03390 for a similar event reported from the same customer.